Manufacturer narrative:
As reported through the legal department, a patient underwent placement of a trapease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury and damages to the plaintiff, including, but not limited to, blood clots, clotting and occlusion of the ivc resulting in extensive thrombotic occlusion and increased risk of future pulmonary embolism (pe); and the filter is unable to be retrieved. As a further proximate result, the plaintiff has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed.  The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Thrombosis and/or blood clots do not represent a device malfunction. It is possible that patient and/or pharmaceutical factors may have contributed to these concerns. Without procedural films for review, the reported retrieval difficulty could not be confirmed. However, the cordis trapease® permanent vena cava filter is designed as a permanent vena cava filter. Six straight struts that contain a proximal and distal hooks are designed for fixation of the trapease filter to the vessel wall. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The off label use of this filter likely contributed to the difficulty experienced by the customer. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.   Please note that this is the initial/final report for this product.

Event description:
As reported through the legal department via legal brief, the plaintiff underwent placement of a trapease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury and damages to the plaintiff, including, but not limited to, blood clots, clotting and occlusion of the ivc resulting in extensive thrombotic occlusion and increased risk of future pulmonary embolism (pe); and the filter is unable to be retrieved. As a further proximate result, the plaintiff has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages, including, but not limited to, blood clots, clotting and occlusion of the ivc resulting in extensive thrombotic occlusion and the filter is unable to be retrieved. There have been no reported documented attempts to retrieve the filter. Additional details received on the patient profile form indicated that approximately 7 years after filter placement, the patient presented to hospital with bilateral lower extremity swelling and numbness, tingling and severe discomfort from his lower abdomen down to his feet. Bilateral venous doppler revealed thrombus throughout the deep vein system, from the groin to the ankle bilaterally, caused by the thrombosed filter. The patient was diagnosed with phlegmasia cerulea dolens, an uncommon severe form of deep vein thrombosis (dvt) resulting from extensive thrombotic occlusion. The patient was brought to the intensive care unit and placed on a heparin drip, and subsequently underwent pharmaco-mechanical thrombolysis to remove the clot within and below the filter. The patient is reported to be experiencing anxiety related to the events. The indication for the filter implant was extensive bilateral pulmonary emboli, saddle embolus was seen in both in the right and left main pulmonary arteries. The filter was placed via the right internal jugular vein. A cavagram was performed and did not show any thrombus or a duplicating ivc. The filter was deployed at the level of l2-l3, a post procedure ivc gram showed the filter in good position placed infrarenally. The patient tolerated the procedure well and there were no immediate complications. There is currently no additional information available. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. With time, high pressure in the leg veins due to venous insufficiency of either the superficial or deep veins (or both) can cause leakage of blood out of the capillary beds, resulting in extremity edema. Vena cava filters are not indicated for use in the prevention of dvt. Without the procedural films or post implant images available for review the reported, retrieval difficulty, blood clots and occlusion of the ivc could not be confirmed or further clarified. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without the patient¿s medical history and the limited information provided it is not possible to discern what factors may be contributing to the reported events. Anxiety and numbness do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional details were received from the patient profile approximately 7 years after filter placement, the patient presented to hospital with bilateral lower extremity swelling and numbness, tingling and severe discomfort from his lower abdomen down to his feet. Bilateral venous doppler revealed thrombus throughout the deep vein system, from his groin to ankle bilaterally, caused by his thrombosed filter. He was also diagnosed with phlegmasia cerulea dolens, an uncommon severe form of dvt resulting from extensive thrombotic occlusion, putting him at high risk for pe. He was brought to the ICU, placed on a heparin drip, and subsequently underwent pharmacomechanical thrombolysis to remove the clot within and below the filter. This injury has caused emotional distress, mental anguish, anxiety and stress. Medical records received indicate that prior to filter placement, the patient had pulmonary embolism requiring prophylactic treatment. The patient had extensive pulmonary emboli in both lower lobe pulmonary arteries. Saddle embolus was seen in both in the right and left main pulmonary arteries. The trapease filter was deployed at the l2-l3 level. Post procedure ivc gram shows the filter is in good position placed infrarenally. Additional information is pending and will be submitted within 30 days upon receipt.